Event description:
Screwdriver head is old and worn out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
No product was returned. Three requests for further information was made but no further information was provided. The product lot number was not provided but the complainant describes the instrument as old. It is therefore deemed that the root cause of the complaint is that the device is worn from normal use and servicing. The complaint is unjustified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.